Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no failed battery test alarm during test noted. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when changing reservoir the plastic had chipped off. The customer's blood glucose level was unknown at the time of the incident. The insulin pump rejected new batteries, it sent no delivery alarms and the customer had to redo sets. The device will not be returned for analysis.